Event description:
Report alleges patient began experiencing pain and hardness in approx. 1986 and distortion and intracapsular rupture in approx. 1994.

Manufacturer narrative:
H3-the left device was returned to dow corning for ID purposes only and upon visual examination the condition of the implant appeared to be intact with unk shell integrity. The device was then returned to australia on aug. 15, 1996 without further evaluation.